Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6)2024, it was reported that the patient, who was a participant in a clinical trial, experienced a cgm accuracy issue. The patient¿s cgm was reading 221 mg/dl and the bg meter was reading 430 mg/dl. The patient also had a home ketone test result of 5.2 mmol. The patient was also experiencing vomiting. He was taken to the ER and was admitted to the hospital with dka. The patient was treated with IV fluids, insulin, and zofran. It was not specified how long the patient was in the hospital. The study investigator reported the following: "the inaccuracy of the sensor while it may have reduced the amount of insulin which was attempted to be delivered would not seem to be the underlying cause of the dka. However, if the cgm glucose had been noted to be substantially higher, the mother might have checked ketones already and this might have avoided the development of dka. There is no way to know if the cgm contributed to a delay in diagnosis. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.